Event description:
Upon insertion of 3.5 cook catheter, physician and nurse reportedly heard snapping noise during the introduction of the guidewire. When measured against a "new" guidewire it alledgedly was found to be approx 1mm shorter that the "new" guidewire. Stat chest x-ray was done and no foreign body was seen in the pt's neck, chest or portions of the upper abdomen. No clinical symptoms of foreign body embolism were reported.